Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to the procedure, the patient was stable. The laa morphology was determined to be windsock shaped. The device was delivered in one deployment in the correct placement, with adequate compression and no interaction with cardiac structures. The device was released without any procedural complications. There were no patient symptoms or conduction disturbances noted post procedure. The patient was discharged 6-7 hours post procedure. While driving home, the patient passed out and went into cardiac arrest. Cardiopulmonary resuscitation was performed but it was not successful, and the patient died. No postmortem was performed.

Manufacturer narrative:
An event of cardiac arrest and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging was received from the field showing implantation of the device, tug test. And a baseline effusion that appeared slightly larger post procedure. Based on the information received, the cause of the reported incident could not be conclusively determined but is likely due to potential adverse events or complications. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. Prior to the procedure, the patient was stable. The device was delivered in one deployment in the correct placement, with adequate compression and no interaction with cardiac structures. The device was released without any procedural complications. The patient was discharged 6-7 hours post procedure. While driving home, the patient passed out and went into cardiac arrest. Cardiopulmonary resuscitation was performed but it was not successful, and the patient died. No postmortem was performed.